Event description:
Report received from (B)(6) stating that the device had hose damage. The device was being used during surgery. No pt injury occurred. It is unk if medical intervention or delay occurred during the surgical procedure. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was confirmed. It was noted in the pre-repair diagnostic notes that the device had a "cut on hose." If additional info becomes available a supplemental report will be submitted. (B)(4).